Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with high sleep current due to corroded printed circuit board. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. Unit was received with cracked select button keypad overlay, minor scratches on case, faded serial number label, cracked retainer, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error; the caller noted a red x on the display. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the caller confirmed that no other alarms followed the critical pump error alarm. The insulin pump was not returned for analysis.